Event description:
It was reported that the implant at tooth site 36 fractured at the collar of the implant and was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) unknown zimmer implant for evaluation. Visual evaluation of the as returned device identified the implant with signs use, and apparent bone debris were seen attached to the external threads. Damage to the implant was identified. The implant's collar was fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.